Manufacturer narrative:
The complaint was called into bioform medical by the patient. The patient would not give the name of the treating physician; therefore, a diagnosis is not available. The patient states the area is now white and indented. Calls to the injecting pa have not been returned.

Event description:
While the patient was being injected in the glabella with radiesse dermal filler, the area turned purple and white. The patient was instructed to apply ice to the area. The patient sought treatment from a different physician, and was prescribed nitro paste ointment and warm compresses to apply to the affected area.